Manufacturer narrative:
(B)(4). Catalog# igtcfs-65-jp-jug-tulip. Similar to device under 510(k) (B)(4). (B)(4). Summary of investigational findings: since no images or product are received, the investigation is based on the information provided only and therefore it is not possible to comment on the reported hematoma and tilt. However, it is reported that "the hematoma became smaller and the filter was not tilted anymore. The patient does not feel pain anymore and is doing fine" and therefore it is suggested that the hematoma may have tilted the filter and caused the filter legs or the filter hook to press on surrounding nerves, thus causing the reported pain to the patient. It is known, that the filter legs or the filter hook may press on surrounding nerves, thus causing pain to the patient. No evidence to suggest that device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: on (B)(6) 2012, a günther tulip vena cava filter was placed in the ivc. The procedure was completed without problem. On (B)(6) 2012, the patient complained of lower back pain and the exam was scheduled at a later date. On (B)(6) 2012, a hematoma in between the ivc and the right renal vein and tilt of the filter was confirmed by CT. The physician determined the tilted filter due to the hematoma caused the lower back pain. The patient got hospitalized for follow-up. On (B)(6) 2012, the physician confirmed the hematoma became smaller and the filter was not tilted anymore. The patient does not feel pain anymore and is doing fine as of (B)(6) 2012. On (B)(6) 2012, the filter was retrieved successfully. Patient outcome: the patient does not feel pain anymore and is doing fine as of (B)(6) 2012. The patient is not showing any problematic symptoms.